Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va215rq, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that reprogramming was done by the clinic, but the patient could not feel any stimulation. The clinic took an x-ray and observed migration; the ins was moving around in the pocket space, twisting the lead. It was further stated that the twisting pulled the lead out of its original placement position, and parts of the lead wire remained stuck in the ins. The patient¿s entire system was explanted and replaced. No further patient complications are anticipated or expected as a result of this event.